Event description:
The customer reported that the insulin pump did not deliver insulin as it supposed it. The blood glucose reading was 231mg/dl. The caller mentioned that the insulin pump kept alarming no delivery. Assisted the customer to run a fixed prime test and the insulin did not exit. During the call, the customer also reported being in the hospital for low blood glucose of 30mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. He stated that he over treated and was hospitalized with high blood glucose of 600mg/dl. The customer experienced high and low blood pressure and was dehydrated. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.